Event description:
It was reported that during a gall bladder procedure, the clips would not advance. Upon the first activation the clip would not advance between the jaws. Then the following clips were delivered only one out of two times. A new applier was used without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.